Event description:
Dealer alleged that the poppet valve is defective. Per independent repair center statement, the unit has low 02 or yellow light. The key failure was the poppet of the 4-way valve which is defective and has been replaced. Additional malfunctions were the zip tie for the sieve beds were replaced, the tie wrap for the product tank which is leaking and has been replaced.